Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via email call indicating that they were hospitalized for low blood glucose levels. The customer's blood glucose value was not provided. The customer was requesting training on how to use their insulin pump. The customer was not wearing their insulin pump during their hospitalization. I tis unknown what caused the low blood glucose. The customer did not return the product back for analysis.